Event description:
It was reported that the patient presented for scheduled device exchange procedure on (B)(6) 2025. During the procedure, the newly implanted implantable cardioverter defibrillator (ICD) exhibited loss of capture, which was addressed through programming change. On (B)(6) 2025, during a device check, an error message appeared, and the ICD exhibited low defibrillation impedance. No additional interventions were performed, and the patient remained in stable condition.